Manufacturer narrative:
Initial reporter phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one unit of polyflux 140h had an external dialysate leak was observed from the header and the housing welding. This occurred just before completing treatment. The volume of the leak was approximately 100ml. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information added to d9, h3, h6 and h10 h3: the device was received for evaluation. The visual inspection of the actual sample showed the product was wet. A conspicuousness at the welding seam is visible. A leakage test of the dialysate side was performed and a leakage was observed. The cause was a crack in the welding zone. The reported condition was verified. The production parameters for the product were reviewed and these were within the specifications. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.